Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a scd pump. The customer states there is a damaged power cord. The unit was sent to a covidien service center. Upon triage, a service tech found that the power cord is burnt and the wires are exposed.

Manufacturer narrative:
One scd for home use was returned for investigation for the reported condition of; damaged power cord. An inspection of the power cord shows it fails to meet operational specification because it is damaged in the center showing internal copper wires and burn marks where the wires shorted together and is an electrical safety hazard, confirming the reported condition. The damage was caused by an external instrument damaging the power cord while it was plugged in. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Product scd for home use was manufactured in 2013. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A review of the service history records indicates there is no service history recorded for this system. The customer has reported no other complains for the same condition in the last twelve months.